Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
It was reported that while advancing a non-abbott guide wire in the moderately tortuous, heavily calcified, 85% stenosed, mid circumflex (cx) coronary artery, a perforation occurred. A 2.80 x 16 mm graftmaster stent delivery system (sds) was selected to seal the perforation. The sds was advanced toward the perforation, met resistance with the heavy calcification and could not reach the perforation. The sds was removed from the anatomy. The anti-coagulant medication was stopped and an unspecified balloon catheter was used to aid the sealing of the perforation. There was no reported clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4) the device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation determined the reported failure to advance and subsequent treatment appear to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.